Manufacturer narrative:
(B)(4).

Event description:
It was reported that app crash alert occurred. It was determined that the app crash alert was related to the mobile application. No product was provided for evaluation. Data was evaluated and the allegation was confirmed. It was indicated that the user had the mobile device application settings auto-updates enabled occurred, which is off label use of the device. The probable cause was determined to be sql error. No injury or medical intervention was reported.